Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, a cuff miss occurred. The proglide device was removed and a second proglide device was used with the same results. Hemostasis was achieved using a third proglide device. There were no reported patient adverse effects. Though requested, no additional information was available.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. Device #1 - proglide (part#126730-03; lot# 92001-6h) is being filed under a separate medwatch report.